Manufacturer narrative:
No conclusion code available. Final analysis found that the pulse generator exhibited a false elective replacement indicator alert with a date stamp prior to implant which is consistent with that occurring as a result of exposure to electrocautery. After clearing the eri flag, the device was set to its nominal settings and tested. Analysis found that the device exhibited normal device characteristics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced. The patient was fine after the procedure.